Event description:
Received claim of a recent explosion of the airsep newlife elite oxygen concentrator involved in this matter and the resulting fire. In 2009, while researching incident, airsep found out that a woman died as a result of the fire.

Manufacturer narrative:
Notified of incident by attorney and while researching incident found out there was a pt death. Airsep is coordinating with attorney to inspect the device and fire scene. A follow-up report will be done after examinations.